Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the power supply failed and determined that replacement of the power supply was necessary to resolve the problem. In addition, it was determined that a software update for the device was needed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device did not power on, the front button did not light up when powered on and the fan did not run as well. This report is submitted due to failure to power on. The problem occurred during a colonoscopy procedure. The intended procedure was completed, after a 15-20 minute delay, using another similar device. As reported to olympus, there was no adverse health effect to the patient that occurred, attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective power supply unit could not be identified. Olympus will continue to monitor field performance for this device.